Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The customer indicated the use of an unspecified cartridge and handpiece. Without the cartridge and handpiece model, it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause. (B)(4).

Event description:
The surgeon clarified that only the iol is suspected to have contributed to the reported event, not the cartridge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a company representative, indicating that visual acuity loss and pain were also noted. Dexamethasone with neomycin was also given postoperatively; however, it is unclear if this was given within or outside of standard postoperative care. The posterior capsular opacification (pco) required yttrium aluminium garnet (yag) laser treatment at three months.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that eight days following an intraocular lens (iol) implant procedure in the right eye, the patient presented with an inflammatory reaction (2+ tyndall effect) without functional clinical signs. Fifteen days post surgery, the patient returned with a sensation of a veil. At that time, the patient presented with 4+ tyndall effect with clear vitreous; however, the posterior capsule was opaque. The patient was treated with an antibiotic for 10 days, and was given an antibiotic injection on (B)(6) 2017. The patient presented with 3+ tyndall effect on (B)(6) 2017; the patient received a subconjunctival injection of triamcinolone on the same day. It was noted that the other eye (implanted with another manufacturer's iol) had no tyndall effect at the 8-day postoperative visit.